Event description:
Voluntary medwatch received states that the lead was explanted due to unknown reason. No intervention or procedure was reported. No patient symptom was reported.

Manufacturer narrative:
UDI not available as the product information was not provided.